Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 sharps coll 8qt nest open top needl port had missing lids. The following information was provided by the initial reporter: "this is a report about missing lids of sharps collectors."

Manufacturer narrative:
H.6. Investigation: according to the DHR review process, the result showed there were no issues reported as missing lids during the manufacturing process reported additionally. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. Customer provided pictures. According with the evidence received, this investigation can´t be completed due the lack of information provided but with the information collected of the report from the user (musashinokai medical corporation tgm asa) the investigation was concluded that this product had handling by a distributor due the package reported was for 24 pieces but the occurrence only mentioned this issue in 2 pieces. For this reason, it can be concluded that there are many variables that could generate this failure mode because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood of non-controlled handling within distributor facilities could happen. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect the lack lids. H3 other text : see h.10.

Event description:
It was reported that 2 sharps coll 8qt nest open top needl port had missing lids. The following information was provided by the initial reporter: "this is a report about missing lids of sharps collectors."